Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported her insulin pump is beeping for no reason. The device beeps every five to ten minutes. Customer's blood glucose is 130 mg/dl. She stated there are other items around her that also beep. Customer was advised to monitor the device and call if the issue recurs. Nothing further reported.